Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 27, 2019 that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant structure in the common bile duct due to duodenal mass during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tight and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed; however, right after placement, the stent slipped out of place. The stent was removed with rat tooth forceps and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.